Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a change-out procedure high, out-of-range (oor), shock lead impedances were obtained when painless commanded impedance testing was done on this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) system. Readings of >125 ohms in the triad configuration were obtained, and readings of 119 and >125 ohms were observed when the rv coil to can and cold can measurements were taken (though it is not known which configuration had what reading). Defibrillation threshold (dft) testing was done in the triad configuration and at 31j the impedance was 53 ohms. The field representative consulted with boston scientific technical services (ts) and potential reasons for the varying measurements were provided. At this time, both this rv lead and crt-d remain in service and the programmed shock configuration remains triad. No adverse patient effects were reported.